Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (irregular shape with stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (irregular shape with stenosis).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 51mm abdominal aortic aneurysm. It was reported that during the index procedure a distal type I endoleak was identified. The physician ballooned; however, the leak still remained. The physician noted that the left iliac was ectatic and irregular and that there was also stenosis which created some pleating on the graft. The short iliac (left side) was 16 to 13mm in diameter and only 2.3 cm long. The physician completed the procedure and no additional clinical sequelae were reported. The patient will be monitored by the physician. A review of a returned video during an angio procedure could not assess the endoleak due to poor film quality.